Event description:
Pt had hernia surgery (B)(6) of 2009 using gore dualmesh, on (B)(6) of 2009 the gore dualmesh had to be removed due to chronic infection, which lost the navel. Then on (B)(6) of 2011 had hernia repair using the same mesh, had chronic infection again until (B)(6) 2012 the infected mesh had to be removed and repaired with own tissue.